Manufacturer narrative:
Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had scale marking issues. The following information was provided by the initial reporter : the customer reported that the scale marking between 20 to 35 ml was missing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-21. H6: investigation summary: customer returned (1) 1/2cc, 12.7mm syringe. Customer states that the scale marking between 20 to 35 ml was missing. The returned syringe was examined and exhibited a majority of the scale markings from the 15-40 unit markings were missing. A review of the device history record was completed for batch# 1006651. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure scale marking. Root cause: the ink pump completely stopped pumping ink. No print / sporadic print was being applied to the barrel.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had scale marking issues. The following information was provided by the initial reporter : the customer reported that the scale marking between 20 to 35 ml was missing.